Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working as expected. Two weeks later, a surgery was performed in which the left cylinder of the device was replaced. During the procedure it was observed that the left cylinder had bulged "like a balloon". The reason for the bulge was unknown by the facility. The patient was stable and improved following the operation.

Manufacturer narrative:
Investigation summary: upon receipt, the returned device was thoroughly analyzed. Visual inspection identified a hole in the cylinder and air in the component. Product analysis confirmed the reported event of mechanical issues and bulge. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: visual inspection of the returned cylinder identified a hole attributed to fatigue and wear at fold in proximal cylinder body. The component also had air between the inner tube/fabric and the outer tube when inflated; causing a bulge in the device. The cylinder was not pressure tested due to the leak identified. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working as expected. Two weeks later, a surgery was performed in which the left cylinder of the device was replaced. During the procedure it was observed that the left cylinder had bulged "like a balloon". The reason for the bulge was unknown by the facility. The patient was stable and improved following the operation.